Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2022-00028, and device 3 is being reported under MDR-2247858-2022-00029.

Event description:
Worsening of type ii endoleak. Mild worsening of type iib endoleak due to initial aneurysm size. Subject had embolization of ima/lumbar vessels. Type ii endoleak resolved. Patient outcome "type ii endoleak resolved."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00027, device 2 is being reported under MDR-2247858-2022-00028, and device 3 is being reported under MDR-2247858-2022-00029.

Event description:
Worsening of type ii endoleak mild worsening of type iib endoleak due to initial aneurysm size. Subject had embolization of ima/lumbar vessels. Type ii endoleak resolved. Patient outcome - "type ii endoleak resolved."

Event description:
Worsening of type ii endoleak. Mild worsening of type iib endoleak due to initial aneurysm size. Subject had embolization of ima/lumbar vessels. Type ii endoleak resolved. Patient outcome "type ii endoleak resolved."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2022-00028, and device 3 is being reported under MDR-2247858-2022-00029.